Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported a revision was scheduled for (B)(6) 2018. The caller stated the ins was in the left chest and according to the physician, the ins looked raised and the patient was thin skinned so they wanted to perform a revision to avoid possible issues in the future. The caller indicated the patient/physician was not satisfied with how the ins was sitting and the position of it. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the cause was reported to be the patient was feeling very sensitive in the pocket and had swelling. The surgeon decided to move the battery to the left abdomen on (B)(6) 2018 with the replacement of a new battery as well. It was reported the surgeon felt the issue was resolved at the time of the report.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.